Event description:
It was reported that the surgeon noticed the lens optic was fractured while the lens was inserted into the left eye to be placed in the ciliary sulcus. Forceps and cutters were used to bisect and remove the lens. Anterior vitrectomy was performed. The lens was exchanged intraoperationally by another lens model.